Manufacturer narrative:
H10: manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one non-balloon gastrostomy tube was received for evaluation. Visual evaluations were performed. Wear was noted to markings on the catheter near the distal end of the catheter. Blood and residue were noted throughout. It is unknown if the wear on the markings was due to use or if it was due to a failure in manufacturing. The investigation is inconclusive due to the use that the device saw and the possible relationship this could have had on the alleged failure mode. A definitive root cause could not be determined. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the depth markings allegedly were not printed on the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the depth markings allegedly were not printed on the catheter. There was no reported patient injury.